Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reportedly had an irritation near some stitches from an unrelated procedure. The garment was rubbing the stitches, causing an irritation. The patient's nurse removed the stitches and applied a gauze to the area. The patient reported that after doing this, the irritation had improved.